Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported the customer (child) received an "errc-3" error message when inserting test strip into the freestyle libre built-in meter (reader). The customer experienced symptoms of paleness and disorientation. The customer was diagnosed with hypoglycemia, and treated with glucagon injection by the school nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (child) received an "errc-3" error message when inserting test strip into the freestyle libre built-in meter (reader). The customer experienced symptoms of paleness and disorientation. The customer was diagnosed with hypoglycemia, and treated with glucagon injection by the school nurse. There was no report of death or permanent injury associated with this event.